Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the affiliate that the instrument jaws closed when fired and would not open again. Opened another device to complete the case. There was no consequence to pt.